Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported by the patient that their insulin pump has no display and can't read the screen. The patient's blood glucose level is 272mg/dl. Trouble shooting was conducted and found physical damage. Device is being returned. No further information available.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with currents in specification. No blank display noted. The lcd board was ok. Minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, broken belt clip slot, cracked reservoir tube and lip.